Manufacturer narrative:
Additional information: d4 expiration date and UDI #, h4, h6 (update codes), h11. H11: the actual devices were not available; however, a photograph of a sample and a retained sample were evaluated. The sample photo underwent visual inspection and a leak was identified at the junction of the paclitaxel specific filter to the tube. The reported condition was verified in the photo. The cause of the condition could not be determined. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing on a in-lab baxter pump, airflow, and underwater leak, and traction testing were performed; no leaks or issues were identified. The reported condition was not verified on the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vented paclitaxel sets leaked from the filter connection. This occurred at the start of paclitaxel treatment infusion. The reported leak volumes were ranging from 5¿10 cc and 20¿30 cc. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address(B)(6). Should additional relevant information become available, a supplemental report will be submitted.